Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 0 occurred. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. The customer's blood glucose level was 153 mg/dl.